Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing during an in-clinic visit. No patient symptoms were reported.